Manufacturer narrative:
Visual inspection performed by r&d project manager: during the analysis it is evaluated that some scratches are present on the blade body above the metal teeth: it seems that the user improperly hit the blade with such instrument during surgery. In addition some scratches are present around the holes for connection sleeve with charnley frame: it seems that the blade wasn't coupled correctly with the sleeve during the surgery. Batch review performed on 12 march 2019: lot 1754078: (B)(4) items manufactured and released on 22 january 2018. No anomalies found related to the problem. To date, other 3 similar events have been reported on this lot.

Event description:
The surgeon noticed that the carbon was peeling of the large carbon fibre charley blade and falling off into the patient. It seemed to peel off when a blunt hohmann was pushing against it. The surgeon got the fragments out of the patient successfully.

Manufacturer narrative:
The complaints was notified to the supplier, who on the 5 april 2019 reported as follow about this batch: concerning your inquiry for medacta lot 1754078 (gsell ref: 515095-20), I reviewed the DHR for gsell ref: 515095-20 and can confirm the following: all production steps were performed as defined; all measurements are within the required limits; all inspections passed without any observations; the certificate of the raw material (lot: s-a17) is available and confirms that it was produced as required. Furthermore, we have retention samples of the raw material (lot: s-17): I reviewed all retention samples of this lot and can re-confirm, that these samples are acceptable according to our requirements (correct amount and orientation of layers).